Event description:
It was reported that stent damage occurred. The target lesion was located in a calcified coronary artery. A 2.75 x 28mm synergy xd drug-eluting stent was advanced for treatment. However, while trying to cross the lesion, it was noted that the stent was damaged. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.